Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was in acute respiratory distress and became unresponsive. The patient had a medical orders for life-sustaining treatment form for no resuscitation or intubation. Emergency medical services confirmed that the patient was unresponsive and the ventricular assist device (vad) was deactivated. The patient¿s spouse did not want to pursue vad explant or autopsy. It was reported that the patient had a rare autoimmune disease with bleeding into her lungs and fragile red blood cells. The death was cardiopulmonary related. The pump was still functioning and the event was presumed a primary respiratory arrest. It was reported that the device was not explanted and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019, on order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The patient had a rare autoimmune disease with bleeding into her lungs and fragile rbcs. The pump was still functioning. The pump was not explanted and will not be returned.

Manufacturer narrative:
Section b5: additional information was initially reported in manufacturer report number 2916596-2020-02573. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The nature of her death was that she was in acute respiratory distress, her spouse was bringing her to the hospital but then became unresponsive. She had a medical orders for life-sustaining treatment (molst) form for no resuscitation, no intubation. The ems/firehouse confirmed unresponsive-vad was deactivated. Her spouse waited for a protracted period of time for medical examiner-and did not want to pursue vad explant or post mortem examination even limited to lungs/heart.